Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call issues with the insulin pump. Customer's sister advised that the date and time jump around on the insulin pump. Customer's sister advised that the time was off by 9 minutes the date was incorrect and the customer has low blood glucose levels. Customer's blood glucose level was not known.